Event description:
This complaint is reportable based on the device analysis completed on (B) (4) 2009. It was reported that the physician could not cross the lesion with a 2.50x20mm taxus liberte stent. The 90% stenosed lesion being treated was located in the severely tortuous and calcified distal left anterior descending (lad). The vascular access site was femoral and intravascular ultrasound (ivus) was not used. The type of lesion treated was progressive disease. The procedure was completed with another manufacturer's stent. No patient complications or injuries was reported. Patient's status listed as "good". The device analysis indicated stent damage.

Manufacturer narrative:
Examination found that the distal edge of the stent was damaged. The stent was damaged on the first row from the distal side of the stent with 2 struts misaligned. A visual examination revealed, a kink on the hypotube 37.5cm from the catheter strain relief (csr). The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context. (B) (4).